Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
Awaiting receipt of device. (B)(6).

Event description:
It was reported during an acl reconstruction, the 2.4mm passing pin bent as advancing into the bone on power and subsequently a second passing pin was used. As the 4.5mm cannulated drill bit was introduced over the passing pin the distal tip sheared off in the joint.